Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, the label on the box of the ICD was stripped, while the string was still attached. No damage was observed to the external delivery box.

Manufacturer narrative:
Please refer to the attached analysis and closure report.

Event description:
Reportedly, the label on the box of the ICD was stripped, while the string was still attached. No damage was observed to the external delivery box.